Manufacturer narrative:
The pump passed testing by appropriately alarming when air was present in the tubing distal to the pump. Based on the data verified, hospira could not attribute the issue to the pump. The pump history was downloaded and printed at the service center. The customer did not provide an event date or programming parameters; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the info unknown by the reporter upon query by hospira personnel.

Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. It was reported that the device had completed the delivery of an unspecified chemotherapeutic medication. No specific pump programming was provided. At an unspecified time while an unspecified normal saline flush was in progress, the nurse noted approximately 20cm of air in the tubing distal to the pump with no pump alarm. The nurse attempted to remove the air from the tubing set with a syringe but was reportedly unsuccessful. No air was delivered to the pt. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Therapy was resumed using a new tubing set and the same device. Though requested, no additional info was provided.